Manufacturer narrative:
Product analysis: analysis noted that there was a malfunction of the programmer touchscreen during manufacturer analysis. All identified issues with the programmer were resolved. The programmer subsequently passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a request for testing of the programmer. The programmer was returned to service and subsequently tested out of specification during manufacturers analysis. There was no patient involvement.